Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - establishing final arm angle/efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle (efaa). It was reported that during mitraclip procedure, the mitraclip delivery system (cds) was advanced to the mitral valve, and the clip was placed on the leaflets. During the deployment steps, when establishing final arm angle (efaa), the clip opened while locked. The clip was re-closed, efaa was performed successfully this time, and was deployed without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.